Event description:
It was reported that the patient with the recently implanted subcutaneous implantable cardioverter defibrillator (sicd) with this electrode experienced two inappropriate shocks overnight. Technical services (ts) was consulted and upon review of the device strips, it was noted that the device was programmed with primary 1x gain but had smart pass turned off. The electrocardiogram signal was strong initially, but the episode from the morning showed a significantly reduced signal with a wandering baseline and intermittent noise. This is suspected to be due to air in the pocket from the recent implant, which typically resolves within 14 days. Ts was consulted and suggested to consider massaging the pocket with therapies turned off and to perform a chest xray (cxr) to confirm system integrity and check for air. This electrode remains in service. No additional adverse patient effects were reported.